Manufacturer narrative:
B2: date of death - estimated as 01 january 2023 as the date of death is unknown and the comment was made in the year 2023.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a death occurred. A left atrial appendage (laa) closure procedure was performed. At an unknown time post procedure, the patient died. No further information was provided.